Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implanted pump. It was reported the healthcare provider (hcp) had a patient involved in an outside agency with nurses who do refills in patient¿s homes. A nurse reported that a patient, after routine refill, developed acute baclofen withdrawal which, after they emptied and refilled the pump again, resolved within hours. The nurse was certain they didn¿t use the wrong concentration.